Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings and excessive no delivery alarms from the insulin pump. The customer's blood glucose reading was 420 mg/dl. The customer treated with the pump. The customer was advised to clear the alarm with the escape and act buttons. The customer was advised that clearing the alarm resumes the current basal delivery. The customer checked his active insulin and found 46.3 units. The customer delivered 15 units after a set change. The customer stated that he also had problems with leakage reservoirs. The customer was advised that his reservoirs were faulty. The customer was advised to monitor blood glucose closely.